Event description:
It was reported that five locking screws got loose 3 weeks post-operatively.

Manufacturer narrative:
We have inspected the dhf of a lot shipped to the distributor, as no lot no. Was provided. Material certificate and the batch was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The article met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Based on the information available, no final conlusion could be drawn and it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is report 5/6. This report does not reflect a conclusion by FDA, i.t.s. Gmbh or its employees that the report constitutes an admission that the device caused or contributed to the potential event described in this report.